Event description:
It was reported that an ilet user experienced high glucose after consuming cereal and coffee with creamer without a meal announcement. The infusion set was reported intact and insulin delivery confirmed by visible drops during tubing testing. The issue was attributed to a use error related to procedure and user interface interaction. Symptoms included hyperglycemia with a highest reported glucose of 401 mg/dl and no reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.